Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. It was also reported that the cartridge was damaged at the canister, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.